Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that when inserted the silhouette needle was unable to be removed from the dressing while inserting a new site. The brand of remodulin subcutaneous site had to be changed every 14 days because the needle would start to come out of the skin, causing the remodulin medication to leak. They tried both lengths of the needle which failed and were advised by the hospital to use silhouette. A different silhouette needle was bent, causing the pump to alarm, and a new site had to be placed as the remodulin medication was already leaking out of the site. The drug's name was remodulin 10 mg/ml and the dose was 99.8 ng/kg/min subcutaneously, with continuous frequency. There was a patient present, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.